Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the hemopro device was returned to the factory for eval. The cannula, tool and the main seal were returned. The tool was received inside the cannula. The device showed signs of clinical usage and evidence of blood. No non-conformities were observed on the silicone jaw boots. The heater wire was dislodged from the tip of the jaw and was partially lifted. Based upon the eval results, the reported complaint could not be confirmed for silicone becoming loose; however, it was confirmed for the dislodged heater wire. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the silicone coating of the hemopro jaws became loose. The harvester believed it may have been due to leaving the energy on too long while activating the device. A replacement device was used to complete the procedure. The hosp did not report any pt effects.